Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed. The customer noted that some screws were loosened or have fallen out, caused the drawers to no longer remain closed. In some cases, the drawers were physically locked, but the screen displayed failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple drawers failed. The customer noted that some screws were loosened or have fallen out, caused the drawers to no longer remain closed. In some cases, the drawers were physically locked, but the screen displayed failed to stay closed. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple drawer hardware failed. A field service engineer (fse) replaced the matrix drawer controllers on drawers 1, 3, 4, and 5, and updated the firmware for the controllers. Hardware function tests were completed successfully, and the customer was able to access the drawers with no further issues. The system functioned as intended after the field service engineer repaired the device.